Event description:
A center manager reported sporadic overcorrections, observed four months post lasik treatment. Info received showed 7 pts were involved. There are 13 reports associated with this event. This report references the sixth pt's left eye. Another mfrs report will be filed for the fellow eye. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).